Manufacturer narrative:
Ocd performed retained testing and a batch review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported no reactivity with vs442 when tested on the provue with a sample known to contain anti-kell. Reactivity (1+) was observed when tested manually with a 40 minute incubation. Daily qc was acceptable.